Event description:
Intermittent occurrences of the rotator coming apart on the hp tubing while injecting contrast at 1000 psi. There was not report of harm or injury. The customer reported 10 defective but could not provide any specific information or clinical details for the additional events. Customer is not expected to return any devices for evaluation/investigation. Therefore this single form FDA 3500a report will be filed.

Manufacturer narrative:
Device evaluation. The suspect devices are not expected to be returned for evaluation/investigation. A follow-up report will be submitted when the evaluation/investigation is completed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.